Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735249, serial/lot #: (B)(6), ubd: , UDI#: ; product ID: 9735740, serial/lot #: 2.1.0, ubd: , UDI#: h3, h6: a manufacturer representative went to the site to test the equipment. In summary, a system checkout was performed. There were inaccuracies during a case with both trajectory views. The issue could not be replicated and no parts were replaced. Codes fdm b01, fdr c13, fdc d15 are applicable to this analysis. H6: multiple annex g codes were reported. G02008 corresponds to concomitant product 9735740 computer software that comprises the reported event. G04027 corresponds to concomitant product 9735249 frame that comprises the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that the navigated spin was inaccurate in the navigation system for 2 different navigation air frames, the proximal spin was ~1 inch too lateral and the distal spin was ~1 inch too anterior. Troubleshooting was performed. They switched to another navigation system and the issue was not replicated. There was a surgical delay of less than an hour. There was no impact on patient outcome.